Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic for noise lead issues. Ventricular and atrial noise was reproducible with isometric testing. Lead impedance measurements were stable. Additionally post-paced t-wave oversensing was observed via stored egms. Programming changes were recommended.